Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an initial error reading. This crt-p was checked and has 4 months battery life 7 months ago. As of this time, this crt-p remains in service. No adverse patient effects were reported.